Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A logfile review for the day of treatment shows the reported treatment is the second treatment on that day. The logfile review shows the user started vacuum one and achieved good suction one, but it was difficult to achieve the value of vacuum two. It took longer time than usual to achieve a good vacuum two value, but the treatment was finished without interruption. The vacuum suction time was 156 seconds. No technical root cause regarding the device could be found. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company clinical application specialist (cas) reported on behalf of the site that suction time was prolonged on a bilateral flap creation case. The suction time for the left eye was 159 seconds and the right eye was just over one minute. The cas confirmed the doctor was over z-ing and holding the joystick clockwise the entire time. The patient interface felt gritty as if there were shavings or protrusions on both the cone and the top portion inside the suction ring. The laser had fired when suction issues occurred and the treatment was completed. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.